Manufacturer narrative:
Follow-up # 1 ¿ (07/24/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultralink meter has a power issue (does not turn on). The complaint was classified based on the customer care advocate (cca) documentation. The patient manages her diabetes with the insulin pump and the lfs meter. The power issue began on (B)(6) 2014 at 1 am. The patient was not unable to test her blood glucose on the subject meter or any other meter at the time of concern. 7 hours after the onset of the power issue, the patient developed symptom described as ¿shakiness¿ and administered self treatment with food and/or drink. During troubleshooting, the subject meter powered on with the power button and the insertion of the test strip. The power issue was resolved with training. This complaint is being reported because, the patient had symptom suggestive of hypoglycemia after the power issue began. The lfs product was replaced and requested back for investigation.